Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 phone call, (B)(6) 2016 phone call, (B)(6) 2016 phone call and e-mail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. This failure was due to the exhalation filter on the patient circuit being saturated with moisture/fluid, thus patient circuit filter on the exhalation side was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit showed a "patient circuit occlusion" error message. There was no reported patient injury.